Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 14dec2023. The procedure was a leg angiogram. An unspecified bentson wire guide, another manufacturer's wire guide, and another manufacturer's balloon were used during the procedure. During advancement of devices through the sheath, the valve was tight, and "a bit tougher to push through than others". A wire was in the sheath at the time the leak was noted in the sheath, and the wire was removed. The procedure was completed successfully. The patient did not require any treatment for blood loss. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, while closing the puncture site during an unknown procedure, blood leaked from the hub of a flexor ansel guiding sheath. Additional information received 14dec2023. The procedure was a leg angiogram. An unspecified bentson wire guide, another manufacturer's wire guide, and another manufacturer's balloon were used during the procedure. During advancement of devices through the sheath, the valve was tight, and "a bit tougher to push through than others". A wire was in the sheath at the time the leak was noted in the sheath, and the wire was removed. The procedure was completed successfully. The patient did not require any treatment for blood loss. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final lot. A review of complaint history found no additional complaints for this lot number. One relevant non-conformance was noted on one device from a sub-assembly lot; however, the affected product was scrapped. There have been no additional relevant complaints from the sub-assembly lot. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a sub-assembly lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, while closing the puncture site during an unknown procedure, blood leaked from the hub of a flexor ansel guiding sheath. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.